Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. A slight adjustment of the paddle contact blades was made to improve their contact. The device was then returned to the customer for use.

Event description:
The customer contacted stryker to report that their device did not make a connection with the defibrillation paddles. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no report of patient use associated to the reported event.